Event description:
It was reported that the right ventricular (rv) lead had undersensing with small r waves that were sometimes not measurable. It was also reported that the rv lead was dislodged. It was later reported that the rv lead was not sensing. The rv lead was explanted and replaced. It was noted that the patient was in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had undersensing with small r waves that were sometimes not measurable. It was also reported that the rv lead was dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead (B)(6) 2012; 305u223 tissue valve (B)(6) 2011. (B)(4).